Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and multiple shocks for atrial fibrillation (af) with aberrant conduction. An attempt was made to perform programming configurations on the atp scheme, however, this resulted on acceleration of the patient's arrythmia to ventricular fibrillation (vf). It was decided by the physician to perform further programming enhancements. This device remains in service. No additional adverse patient effects were reported.